Event description:
High blood sugar. No insulin was coming out of the pen. Case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugar" and "no insulin was coming out of the pen" both beginning in (B)(6) 2016 and concerned a (B)(6) male patient who was treated with novopen echo red (insulin delivery device) from (B)(6) 2016 and ongoing for type 1 diabetes mellitus. Patient's height, weight and body mass index: not reported. Medical history includes type 1 diabetes mellitus (duration: not reported). It was reported that patient had been using the novopen echo red since (B)(6) 2016. On (B)(6) 2016, the patient began experiencing high blood sugars. The reporter stated that the novopen echo red, which the patient only used at school, was working to provide "corrections" of insulin when the patient's sugars were high before lunch. The patient was coming home from school and his blood sugars were "where they should be". On (B)(6) 2017, the patient's blood sugar reading was in the 500's mg/dl. The reporter decided to test the novopen echo red that the patient used at home. The mother tried to troubleshoot the novopen echo red with several needles and it was confirmed that no insulin was coming out of the pen. Action taken to novopen echo red was reported as no change. The outcome for the event "high blood sugar" was not recovered. The outcome for the event "no insulin was coming out of the pen" was not reported.

Event description:
Case description: investigation results: name: novopen® echo®, batch number: ev40063. The product was not returned for examination. The result of the batch trend was performed and nothing abnormal was found. Since last submission, case has been updated with the following: investigation results updated with batch trend result. Manufacturer comment updated. On 28-feb-2017, manufacturer comment: as the novopen echo has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). Continued: evaluation summary: name: novopen® echo®, batch number: ev40063. (B)(4): the product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The complaint has been registered in the novo nordisk complaint handling system. The result of the batch trend was ok, i.e. Nothing abnormal was found.